Event description:
Procedure: lap nissen. According to the reporter: problem as described to you including surgeon comments (a complete/ accurate description. They were passing the needle back and forth through the tissue on the endostitch the needle broke in half. No patient injury was reported and they found both pieces of the needle. No patient information. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).